Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 520 mg/dl. The customer was treated with manual injections. Customer also stated she was actively bleeding from removing a sensor. Troubleshooting revealed the customer had little adipose tissue that contributes to the bleeding. Customer's sensor will be replaced. No additional information is provided.